Manufacturer narrative:
Hamilton medical comes to the following conclusion: failure effect: display remains dark after switching on. Root cause: ac/dc inverter & lcd. Correction: replacement of the ac/dc inverter & lcd.

Event description:
The following was reported to hamilton medical ag: summary: display remains dark after switching on.